Event description:
It was reported that the device produced a small flame (fire). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the device produced a small flame (fire). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The investigation is complete, h codes updated to reflect results.